Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to jan of 2007. Our investigation determined that this is an 11-yr-old system that has routine preventative maintenance service (pm) performed every quarter. The field service engineer arrived at the site and found the event to have occurred twice in ten minutes. His inspection of the system found the hand controller had malfunctioned. The fse replaced the hand control, the cable, the gmpu and the handles on the detector. Tests performed after the replacement of parts confirmed the system was working properly and returned the camera to the operator for clinical use. (B)(4).

Event description:
The customer reported during preparation of a spect exam the gantry displayed an error stating the hand control has been disconnected or has malfunctioned. After the hand control was placed in its holder, approximately 10 seconds later the gantry started uncontrolled with fast rotation. The movement was stopped by an emergency stop. There was no harm to a pt, operator or bystander as a result of the reported event.